Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during prime and the patient was not connected. The technical service representative (tsr) had the patient look at the connections between the lines and bags to ensure they were tight. The patient advised there was fluid under the heater bag and line connection. The patient advised they had not noticed anything atypical about the supplies and the over pouch and box were in good condition. The patient stated they had not used anything sharp to open the supplies. The patient advised they did not see anything wrong with the luer connections and the luers were not cracked or broken and all the tip protectors were intact. The patient stated that they did not utilize any tools to secure any of the connections. The patient advised they did not have any issues making the connections. The patient tightened the line connection between heater bag and line and noticed fluid under the bag and line connection. The tsr had the patient prop up the bag port and the patient noticed fluid underneath the line connection in a new location. The patient advised the fluid seemed to be coming from the end of the port tube where it attached to the connector. The patient stated they would set up with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.